Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Every 10 seconds the insulin pump vibrated and every minute or two the insulin pump alarmed. After clearing the alarm, the customer received the button error alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. The insulin pump was monitored for three days and no unexpected alarms or audio anomaly was noted. All of the buttons functioned properly and no unlocked keypad connector, damage to the keypad assembly, or button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir window corner.